Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in tubing (without alarm) during the fill stage. The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Evaluation: conclusion codes have been updated and changed.

Manufacturer narrative:
(B)(4). Product surveillance (ps) contacted the home patient (hp) regarding the check your position alarm in which air was observed. Per the hp, she did not recall this event and no further information could be obtained. Since then therapy has been going well and the hp has had no further problems. There was patient involvement but no patient injury or was reported. Product surveillance (ps) contacted the peritoneal dialysis registered nurse (pd rn) on regarding the check your position alarm in which air was observed. Per the pdrn, she was not the nurse that helped with the alarm but she did state that there was no peritonitis or medical intervention in regards to the air in tubing. Therapy has been going well and the hp has had no further problems. There was patient involvement but no patient injury or medical intervention was reported. This report for a check your position alarm in which air was observed was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the potential use error in this complaint.

Event description:
A customer contacted baxter's technical service center to report having a check your position alarm with the homechoice (hc) machine during fill 1. The home patient (hp) was connected. During troubleshooting with the technical service representative (tsr) the hp noted air in the patient line. The hp noticed her transfer set was closed, but the tsr explained that since there was air in the patient line, she would have to start over with new supplies regardless. The tsr assisted the hp to end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.